Event description:
It was reported that one solution administration set was observed with air in the line during a patient infusion with an unknown "fatty acid". According to the report, the customer stated that they were unable to remove the air and the set was discarded. It is unknown whether or not this report involved a patient injury or an adverse event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). A batch review cannot be performed since there was no lot number provided. The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.